Event description:
It was reported that this patient with a 7300tfx 33mm mitral valve, implanted for five (5) years and seven (7) months, is being evaluated for a valve-in-valve procedure due to stenosis and regurgitation.

Manufacturer narrative:
Additional manufacturer narrative: the subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H10: additional manufacturer narrative: updated sections: b3, b5, h2, and h6 (impact code).

Event description:
It was reported that this patient with a 7300tfx 33mm mitral valve, implanted for five (5) years and seven (7) months, underwent a valve-in-valve procedure due to stenosis and regurgitation. The tmvr was performed with a 29mm 9600tfx.

Manufacturer narrative:
Updated sections: b5, b7, d4 (expiration date), h4, h2, and h6 (component code, clinical code, type of investigation, investigation findings, and investigation conclusions). The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, non calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Degeneration-related structural deterioration is most commonly related to patient factors and is not usually an indication of a device malfunction. The most likely cause is patient factors, including patient history of hyperlipidemia, hypercholesterolemia, and chronic kidney disease stage iii.

Event description:
It was reported that this patient with a 33mm 7300tfx mitral valve, implanted for five (5) years and seven (7) months, underwent a valve-in-valve procedure due to degeneration, severe symptomatic aortic stenosis and severe mitral regurgitation. The patient presented with shortness of breath and fatigue. The tmvr was performed with a 29mm 9600tfx without complications. The patient was transferred to the pcau in stable condition. On pod#1, the patient was discharged.